Event description:
Suture anchor was screwed in and the eyelets broke and the suture had pulled out. The whole anchor remains inside the humerous unsupported. A back-up device was available to complete the surgery. No pt injury reported.

Manufacturer narrative:
Device is not being returned for eval.